Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿suspected device malfunction allowing free-flow of high-risk medication". There was serious injury to patient but the information on serious injury is unspecified. Customer sent additional information into response to follow up inquiry: it was reported there was an over infusion of fentanyl (250 ml/2500 mcg/ml) in sodium chloride 0.9%. The infusion of fentanyl was programmed to infuse at a rate of 5ml/hour with a volume to be infused of 250ml. However, 250ml of fentanyl in 2 hours and 14 minutes.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿suspected device malfunction allowing free-flow of high-risk medication". There was serious injury to patient but the information on serious injury is unspecified. Customer sent additional information into response to follow up inquiry: it was reported there was an over infusion of fentanyl (2500 mcg / 50 ml) in sodium chloride 0.9%. The infusion of fentanyl was programmed to infuse at a rate of 5ml/hour with a volume to be infused of 250ml. However, 250ml of fentanyl infused in 2 hours and 14 minutes. Infusion started at 14:23 and stopped 16:37. After the infusion was stopped, the patient was titrated on norephinephrine (4mcg/min. 3.75 ml/hr)/sodium chloride 0.9% to maintain map greater than 65. Patient condition at baseline vs condition at time of event discovery - patient had been previously intubated, artificially ventilated with adequate oxygen saturation; central venous catheter access had been established. Condition the same at time of discovery other than increased hypotension. Patient subsequently admitted to ICU. Patient was subsequently discharged from hospital with home health care follow-up.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem additional information : other relevant history, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c d ,e codes , remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Not applicable. Device evaluated by bd.